Event description:
It was reported that during an unrelated surgical procedure on (B)(6) 2020 the physician accidently pulled out the leads. Leads were placed back in the original position resolving the issue.